Manufacturer narrative:
The field service engineer(fse) has investigated the reported ventilator on-site. The control printed circuit board (pcb) was replaced to resolve the issue with the pressure transducer test and sent back for further investigation. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check (puc). No issue was found during ventilation for 24 hours. It passed puc after the ventilation. The device has failed its specifications. However, the control pcb passed all the tests, and not considered as a faulty part. The reported pressure transducer failure is most likely caused by another part than the control pcb. The control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).